Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During the use of the device for a cardiopulmonary bypass procedure, the user reported that the arterial monitor failed to read arterial pressure. The device was not changed out and the procedure continued without delay. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.